Event description:
Dealer claims that the end user was transferring out of the chair and the armrest receiver fell out and the end user fell and broke 2 ribs. Dealer stated that they had been out 5 times for maintenance and tightened the hardware for the armrest receivers. It happened on 10/24 at the end user's home.

Manufacturer narrative:
After retrospective review of complaints, this report will be filed in abundance of caution because record was not reported. No additional information or communication with the end user after the initial report. Replacement parts were provided. Returned product was evaluated with no root cause identified.